Manufacturer narrative:
Manufacturer's report date: 06/25/2014. (B)(4). No product will be returned per the customer. The customer complaint of fluid was on the tip of a texium syringe when it was disconnected from the y-site could not be confirmed. The root cause of this failure was not identified.

Event description:
The customer reported fluid was on the tip of a texium syringe when it was disconnected from the y-site. There was no report of patient/staff harm or medical intervention. No additional patient or event details were provided by the customer.